Event description:
It was reported that a new, sterile device was being set up for use in lap colorectal procedure. The device was attached to the handpiece and tested. The instrument reported "instrument error 5". The nurse retightened the shears and retested the shear and the same error appeard. She then tried another handpiece with the same pair of shears and the same error occurred. She then opened a new pair of shears and no problems were observed. Customer tried using a different handpiece (in case there was a problem with the handpiece) but the harmonic shears still did not function. User then had to get another new sterile handpiece, which worked with no problems. There was no adverse pt consequence.

Manufacturer narrative:
Blade cracked at the pin hole. Evaluation summary: the analysis results found that the device was returned in good visual condition. The device was tested and it was verified that the device was nonfunctional. The device was disassembled and it was found that the blade was cracked at the pinhole under the sheath of the device. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached how the damage to the device occurred. A batch record review was performed and no anomalies were found during the mfg process.